Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the issue could not be determined, however it is likely the most probable cause was traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited minor scratches on distal edge and minor scratches on the outer tube. There was no patient involvement.